Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly for the second penumbra smart coil (smart coil) evaluated. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the first and second smart coil revealed that both embolization coils had offset coil winds and the first evaluated smart coil pusher assembly was kinked in multiple locations. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. The offset coil winds likely contributed to the bunching up inside the hub of the microcatheter and the resistance experienced while attempting to load the smart coils into the microcatheter. Further evaluation of the first evaluated smart coil revealed that the pusher assembly was kinked in multiple locations. These kinks likely occurred due to forceful advancement against resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. The smart coils were attempted to be advanced through a demonstration microcatheter. While attempting to advance both smart coils through the demonstration microcatheter; resistance was experienced as the embolization coil bunched up inside the proximal end of the demonstration microcatheter and the smart coils could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00108.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, two smart coils were unable to advance into the non-penumbra microcatheter, and bunched up in the hub of the microcatheter. Therefore the smart coils were removed. It should be noted that the physician mentioned resistance while attempting to load the smart coils into the microcatheter. The procedure was then completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-00108.